Manufacturer narrative:
Additional information: h6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a micro-centrifuge vial. Visual inspection found that the perforating hole in the center of the lens didn't penetrate through. Dimensional inspection found the lens to be within specification. Functional inspection found the lens to be out of specification. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -8.5/+1.0/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with an alternate lens, the surgeon stating that the central hole of the lens was not penetrated all the way through. The problem is resolved. The cause of the event is reported as other.